Event description:
It was reported that the patient with this right ventricular (rv) lead experienced bacterial infection. The physician planned to remove the device because it was resistant to antibiotic treatment, and then adjustments were made to their medication. Subsequently, the patient was discharged without being removed. No additional adverse patient effects were reported.